Event description:
It was reported that this epicardial lead exhibited noisy signals and triggered a lead safety switch for low, out of range impedances. The impedance had been trending downward, but then suddenly dropped from low within range values to out of range. According to the field representative the device sensing floor was reprogrammed to be much higher in order to avoid sensing noise. Patient will be closely monitored over the following couple of months. The physician is going to follow up soon to reevaluate device condition. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).